Event description:
It was reported that approx 6 months post implantation, the lens was explanted and replaced due to anterior vaulting.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.